Event description:
A medical center in (B) (6) reported that the inspiratory pressure of rd900aeu neopuff infant resuscitator was unstable between 40 and 80 cm h2o. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The complaint device is currently being investigated. A f/u report will be provided once we receive the investigation report.